Event description:
A doctor alleged that the maxcem elite clear product had set up too quickly while cementing a crown on one (1) patient, leaving an open margin.

Manufacturer narrative:
The doctor cut the crown off immediately and a new impression was taken. A new crown will be made and the patient will return for final cementation during the week of (B)(6) 2013. A visual test and gel set time test was performed on both the returned and retained product. It was confirmed that the product did not meet polymerization specifications. This lot # 4720553 has been identified as an affected lot which is part of an ongoing maxcem elite recall.